Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17454. It was reported that the patient's leads were exhibiting high impedances as a result of fractures. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the issue.